Event description:
[Product magellan 3 ml syringe with hypodermic safety needle 25 g x 1", lot number 033553 expiration vaccine came out from the connector of syringe and needle and went down patient's arm the two parts were tightly connected. On (B)(6) 2025 [name]' treatment under emergency use authorization(eua): company covidien 2012 made in USA. Address (B)(4). FDA safety report ID# (B)(4).